Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. The reporter noted that there was no damage to the pump and no moisture in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 12/08/2016. Device evaluation: the device has been returned and evaluated by product analysis on 11/14/2016 with the following findings: a review of the pump black box data revealed no evidence of a power issue. During a visual inspection of the pump, no damage was found to the casing or the battery cap. The battery cap secured properly to the pump. The pump was powered on and immediately emitted a cs 069 call service alarm. The alarm was recorded in the black box data as a cs 087 call service alarm, indicating a failure of the u39 internal component. Further testing of the power issue could not be completed due to the call service alarm; however, a power loss was not duplicated during the completed testing. The pump case was removed, and no damage to the power circuit was observed.